Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. Review of the previous service record revealed no issues that may have caused or contributed to the reported difficulty. The reported increased intra-peritoneal volume (iipv) could not be confirmed. Review of all available information revealed the cause of the reported difficulty as physiological related to catheter issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated that 2 days ago, he performed and manual drain in cycle 4 fill and drained out 4100ml then continued with therapy. The hp stated, he notices he is not draining well while lying down and has been sitting up to perform therapy at night for a couple days and stated this has allowed him to reach his normal uf range. The tsr advised the hp to have rn call baxter with any questions regarding the hc functions and settings. The hp was going to see the rn in the morning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report high drain volume. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2500ml. The pdn stated the hp is a positional drainer and has been instructed to sit up when having any draining difficulty.